Manufacturer narrative:
The device was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm was noted. The insulin pump also had a scratched lcd window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was unavailable. The customer stated that the alarm occurred when asleep. Advised customer to remove the battery for 2 hours and rest the device. Advised replacement of the insulin pump. Nothing further reported.